Event description:
My hearing aids seem to get stuck with loud noise that is more than annoying. Apparently, this is a result of the bluetooth connection with my phone. I generally have to disable bluetooth to get it to stop. My audiologist and hearing aid fitters have tried to address this issue by changing different settings on my phone. These changes have not helped. Another issue is that my hearing aids began generating very high-pitched squeaking when a real high frequency noise happens. No settings were modified when this started happening. A hearing aid fitter tried changing my high frequency gain, but that has not helped. I do not think that these types of problems are being adequately addressed by the manufacturer. Pt code: 4582. Device code: 3273. Ref report: mw5181037.